Manufacturer narrative:
The insulin pump had broken battery cap inside the battery tube, broken battery tube threads, cracked case near display window, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly, minor scratched and cracked display window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that damage to reservoir and battery compartment on pump. The customer¿s blood glucose level was unknown. Customer stated that the reservoir compartment was barely holding anymore and has medical tape on it and the battery goes in and out and sometimes gives insulin so battery compartment is cracking also. The customer was assisted with troubleshooting. Customer states reservoir and battery compartment had cracks and customer doesn¿t recall how damaged had occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.